Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen 20 mcg/ml (dose 1.502 mcg/day) and hydromorphone 2 mg/ml (dose 0.1502 mg/day) via an implanted pump. The type of baclofen and lot number were unknown. The pump's indication for use (IFU) was listed as non-malignant pain. Three to four weeks ago, the patient experienced "new pain" suddenly around the pump. The patient felt that the pump had moved above the incision. The patient wanted to know if the pump could move. The cause of the pain was unknown. No interventions were done and the patient had called the physician but had been unable to reach them. No troubleshooting had been done. The cause of the event, drug information (type and lot number), other medications the patient was taking at the time of the event, diagnostics performed, actions/interventions taken to resolve the event, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.